Event description:
Patient's mother alleges pump is not functioning properly. Mother stated patient was hospitalized due to ketoacidosis. Mother reported patient was not feeling well on (B)(6) 2015 and at 3 am on (B)(6) 2015 she was taken to the ER. Mother stated patient experienced elevated blood glucose levels from 265 mg/dl to hi; the patient has not been on the pump since hospitalization. Mother reported patient was treated with insulin via syringe while in the hospital and released on (B)(6) 2015. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.